Event description:
It was reported that the patient arrived at the hospital with emergent withdrawal symptoms. A catheter access port dye study was performed and determined that there was no occlusion in the catheter. The physician resumed the drug therapy. The patient has a non-flowonix catheter and a flowonix pump implanted.

Manufacturer narrative:
(B)(4).